Manufacturer narrative:
The insulin pump had operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was tested with a water filled reservoir and no water bubbles were noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window and reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues with keeping her blood sugar in control. Customer was in the hospital a couple of days ago. Customer changed the vials and the site. Customer's blood glucose went from 112-275 mg/dl yesterday. Customer stated that as soon as she removed the reservoir, the compartment was wet. Customer reported that somehow the insulin leaked through the reservoir. Customer gave herself lantus last night. Customer's blood glucose was 350 mg/dl at the time of the incident. Customer's current blood glucose was 98 mg/dl. Customer had high blood glucose symptoms of nausea and a headache. Customer went to the emergency room on (B)(6) 2015 with a blood glucose of 303 mg/dl. Customer had a high blood glucose and was treated with fluids. Customer was wearing the pump at the time and was not admitted overnight. The pump passed the self test but the pump will be replaced due to the strong insulin smell and the leak at the bottom of the reservoir compartment.